Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced ruptured tubing. The following information was provided by the iniital reporter: material #: 2420-0007 batch/ lot #: 21015148. Complaint is that the tubing broke and was leaking near the pump segment. No harm to patient.